Event description:
It was reported that during a procedure, the metal piece on the tip of the unit detached and fell in the knee of the pt. It was further reported that the metal piece was removed from the pt. Further, the unit was taken off the field and replaced with a new device. No harm to the pt was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.